Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): inner insulation breached, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the lead was stretched; full lead in segments returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), all insulators had cosmetic metal ion oxidation and the outer insulation had cosmetic environmental stress cracking; full lead in segments returned and analyzed.

Event description:
It was reported that the atrial lead had increasing impedance and there was no capture. The lead was removed and replaced. The rv (right ventricular) lead was replaced due to implant of an MRI-safe pacemaker system. The rv lead was returned to the manufacturer, analyzed, and tested out of specification. The lead was noted to have been functioning within normal limits prior to explant. No patient complications have been reported as a result of this event.